Event description:
The customer stated a sample from a postpartum pt was received from a healthcare center and generated repeat reactive results on the axsym ag/ab combo assay. The sample was sent to another lab for confirmation. The sample was reactive for the following combo assays: uniform. Murex, axsym and murex ag mab (ag p24). The pt was instructed to suspend lactation of her baby. A second sample obtained form this pt generated nonreactive results on axsym ag/ab combo. The first sample was thought to be contaminated. No injury was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.